Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 37 mg/dl at the time of the incident. The customer received a no delivery alarm, saw that the reservoir was empty, and knew she had received about 250 units of insulin. The customer had recently performed a set change. The customer treated the low with food and drove herself to the hospital. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test., and the delivery accuracy test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir and the reservoir icon on the display. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.